Manufacturer narrative:
In the previous report the "problem code grid" was given as "insufficient information" which is now updated/corrected to "adverse event without identified device or use problem".

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.